Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. The reporter informed that the product had been discarded.

Event description:
Brush heads broke, the spring broke [device breakage]; no adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushheads broke. The reporter stated the spring broke. The package contained 5 brush heads, and 3 broke during the first use. No symptoms developed. 25-feb-2016 received follow-up: the consumer reported that the broken brush heads had been thrown away. No symptoms developed.